Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a procedure the laser did not function. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 16, 2014. Based on qa assessment, the product met specifications at the time of release. The pcb was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned pcb was installed into a calibrated system and booted-up. The laser module failed to activate and laser function was not available. The reported event was replicated. The root cause was found to be a nonconforming pcb. Based on the information obtained and sample testing, the root cause of the reported event can be attributed to the pcb. However, how or when the pcb became nonconforming cannot be determined conclusively. (B)(4).